Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a5, a6, b5, d4, d6a, d6b, h4, h6

Event description:
Patient reported a left side device rupture. The device has been explanted and replaced.

Event description:
Patient reported left side capsular contracture, baker grade IV via ultrasound and MRI.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b1, b3, b5, b6, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported an unknown side device rupture. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.